Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. No anomalies observed in visual inspection, and no anomalies when the device was powered. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was being used for temporary back-up pacing following a tavi (transcatheter aortic-valve implantation) procedure. It was identified during an inspection that the epg had been turned off. When the battery was checked using a tester it had enough remaining power. Even after the battery was replaced the epg intermittently powered off. The event caused no injury to the patient, the patient had an intrinsic pulse despite bundle branch block, however intervention was required to replace the epg. The epg was returned for service and repair. No patient complications have been reported as a result of this event.